Event description:
It was reported that the patient presented to a routine follow up complaining of feeling slightly dizzy. High impedance and a failure to pace/sense was detected on the right atrial (ra) lead. A chest x-ray was done where a complete atrial lead fracture was noted. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: product event summary: the proximal segment of the lead was returned and analyzed. Analysis of the lead was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.